Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. However, the returned product confirmed that there was stent damage. The physician attempted to place the taxus express2 3.0x16mm drug eluting stent but it would not cross the lesion. The lesion was then predilated with an unknown size balloon and a different taxus stent was deployed. No pt injuries or complications were reported.